Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 73mg/dl to 154mg/dl; 64mg/dl to 344mg/dl; 344mg/dl to 64mg/dl; 344mg/dl to 54mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.